Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise and inappropriate msw episodes. The lead was capped and replaced during a normal device change out procedure. The patient was in stable condition throughout the event.